Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric bypass procedure, the surgeon uses two devices in each procedure. The first device worked fine. On the 4th firing with the second device, a blue reload was used and closed fine. When the dark gray handle was pulled, an unusual noise was heard. The surgeon attempted to open the device and it would not open. The anvil release button was pressed and the device still would not open. A powered echelon 60 device was used to resect the device from the tissue and case was completed. There was no patient consequence.